Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. `

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensed noise and high out-of-range impedance measurements. An x-ray was unremarkable. Surgical intervention was performed and the connections were confirmed to be secure. The lead was tested on the pacing system analyzer (psa) with normal impedances. The lead remains in service. No additional adverse patient effects were reported.